Event description:
Stent shortening/compression from 100mm to ca 70mm. First lysis for 24 hours, partial recanalisation and balloon dilation. Stent implant after determination of length of dissection (19 cm). No problems deploying the stent. Nevertheless, the stent was shorter than 10cm. Another lifestent (6x15 cm) has been implanted.

Manufacturer narrative:
Explant date: device remains implanted. Device not returned.